Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked lcd window, cracked belt clip slot and missing reservoir tube o-ring. The test reservoir does not lock properly inside of the reservoir tube.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for cosmetic damage was performed. Customer advised they changed their reservoir and noticed a black gasket hanging out. Customer advised pieces of plastic came off of the reservoir compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.